Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site. On (B)(6) 2014 the site was debrided and the patient was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.